Event description:
It was reported that a homechoice (hc) pro machine had a heating problem in the middle of automated peritoneal dialysis (apd) therapy. The stage of therapy and whether the patient was connected at the time of the issue are unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. A visual inspection was performed. Functional testing was performed on the device. The reported "heating problem" was identified in the sample evaluation as under temp fluid based on the presence of a check lines and bags alarm during unscheduled replenished. The cause of was determined to be a cable leading from the temperature sensor to the thermoboard. The cable was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.